Event description:
It was reported that the user experienced difficulty detaching the connector and used their teeth to open it, indicating a mechanical issue with the connector component. Symptoms included no reported clinical effects. Outcomes included no impact to health, no medical intervention, and no hospitalization. Investigation included a review of complaint details. Investigation of this case revealed that no device evaluation or batch assessment could be performed due to insufficient information. It was concluded that the cause could not be determined based on the information available. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.